Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿

Event description:
It was reported that the customer was unable to complete the fill tubing step. During troubleshooting with tandem technical support, the luer lock was not properly seated. The customer refilled the tubing and insulin was observed exiting the tubing. The customer was to insert the site and resume insulin delivery. The customer declined to provide further information regarding the event.